Manufacturer narrative:
The device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope had no image due to water intrusion. Based on the results of the investigation, the most likely cause was component failure due to a leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image due to water intrusion.